Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was presented in clinic for routine follow up, the pulse generator could not be interrogated, the was no magnet rate. No intervention had reported. No patient symptoms were noted.